Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event, exact date unknown/not provided. Best estimate date is between (B)(6) 2019-(B)(6) 2019. The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to asthenopia. The explanted lens was discarded. There was no vitrectomy, incision enlargement or sutures required. Another lens (same model and different diopter) was implanted as a replacement. There were no issues reported. No additional information was provided to johnson & johnson surgical vision.